Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: there was one photograph provided. The photo shows the dialyzer being held and there is blood visible on the outside of the dialyzer housing that seems to be originating from beneath the header cap. This is indicative of an external blood leak. The cause of the leak is unknown. There was no evidence of an internal blood leak noted on the section of dialyzer that was visible in the photograph. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that a dialyzer blood leak occurred at the end of the patient¿s hemodialysis (hd) treatment. The leak was visually observed on the outside of the dialyzer housing and in the hansen blue line. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury or medical intervention required as a result of this event. The patient¿s treatment was completed successfully. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred at the end of the patient¿s hemodialysis (hd) treatment. The leak was visually observed on the outside of the dialyzer housing and in the hansen blue line. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury or medical intervention required as a result of this event. The patient¿s treatment was completed successfully. The complaint device was reported to be available to be returned to the manufacturer for evaluation.